Manufacturer narrative:
Issue customer reported did not confirm. However, upon investigation, the meter was discovered to exhibit the memory overwrite issue which enables the unit of measure to become selectable. Customers and retailers have been informed through the fa 16 may, 2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.